Manufacturer narrative:
The controller was returned for inspection. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed occurrences of switching events prior to the 25% threshold. The premature switching events are most likely due to communication anomalies between battery and controller. An internal investigation has been opened to address this issue. The reported event could not be confirmed. The device was related to the reported event. However there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No root cause was identified as the controller passed visual and functional testing. This is one of three reports (3007042319-2015-01286, 3007042319-2015-01287 and 3007042319-2015-01288) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad nurse that the patient has experienced several switches from one controller port to another port and had several episodes of the battery losing connection and reconnecting with beeps during the day and night. The controller was exchanged and there were no effects to the patient reported. This is report 1 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01286, 3007042319-2015-01287 and 3007042319-2015-01288) submitted for devices related to the same event.